Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that months after the dental implant was installed in intraoral region #8 it was verified its non- osseointegration . Implant was immediately carried out, 60 ncm of primary stability was achieved and immediate load was executed. Patient presented bone type iii.